Manufacturer narrative:
An certain® 3.4mm(d) driver tip - long (impdtl) was returned. A visual inspection revealed that there was moderate wear about the hex tip of driver. The o-ring on the driver is missing. The driver was functionally tested. The driver very loosely fit with house implants. A malfunction is therefore confirmed. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: (B)(4). Pick-up and delivery of implant: care must be taken when inserting the implant placement driver tip into the implant. A very low rpm must be used as you approach the internal connection of the implant with the driver tip to properly align the internal hex of the implant with the external hex of the driver. Press down firmly to engage the implant securely. The risk management file for the product was also reviewed and the following information was identified: rm-00053-haz rev 3 as follows: clinician does not follow recommended protocol for implant placement and final seating (e.g. Does not tap in dense bone). Clinician does not follow recommended protocol for tool maintenance torque applied during placement/seating exceeds recommended value. Probable causes for the reported event could not be determined.

Manufacturer narrative:
Event date unknown/not provided. Lot number for the device was not provided/unknown.

Event description:
The doctor reported that on an unknown date the placement driver does not release from implant after placing it. The doctor confirmed he could complete surgery by using another driver.